Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 20.5, 38.0, and 135.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed kinks along the pusher assembly. If the smart coil is forcefully advanced against resistance, damage such as kinks may occur. During the functional test, resistance was encountered while re-sheathing the smart coil prior to advancement and during advancing the smart coil through a demonstration microcatheter, due to the kinks in the pusher assembly. The smart coil was able to be advanced completely through the demonstration microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and non-penumbra microcatheter. During the procedure, a smart coil would not fully advance into the target vessel; therefore, the smart coil was re-sheathed. The physician then repositioned the microcatheter and attempted to advance the same smart coil; however, the coil would not advance into the microcatheter. Therefore, the smart coil was removed. The procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.